Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the numbers on the insulin pump's screen were scrolling up when she attempted to insert her carbohydrates. Customer's blood glucose level was 253 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.